Manufacturer narrative:
Evaluation summary: event description suggested the target device being the primary product. The inspection records could not be reviewed as the lot-code was unknown. Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. The necessity of distal locking depends on the kind of bone breakage. If and if distal locking is performed is in the judgement of the treating surgeon. Due to missing medical records resp. Due to missing product(s) a real root cause could not be determined. It can only be assumed that the alleged event most likely was caused by sub-optimal intra-operative procedure. Device was not returned.

Event description:
It was reported that the doctor mentioned that while doing a gamma short nail, the distal locking screw missed twice.

Event description:
It was reported that the doctor mentioned that while doing a gamma short nail, the distal locking screw missed twice.

Manufacturer narrative:
Evaluation conclusion will be submit in a supplemental report.